Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff of the device had inflation/deflation issue. The pressure was documented every 12 hours and fluctuation remained 10-20cmh20. Recannulation was done but issue remained.